Manufacturer narrative:
The investigation of low pump flow has been completed. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and had low pump flow seven days after start of support. The care team called the call center during rounds to discuss ongoing suction. It was noted that preload and positioning were correct, and the patient was adequately supported on performance level p-8 at 4.2 l/min with cardiac output/cardiac index. The decision was made to disable audio on suction alarm. The next day noted suction audio alarm continued to remain disabled, although patient was not having active suction alarms. The patient was reported to be stable following the event.